Manufacturer narrative:
It was reported that the tabled allegedly tipped during a procedure. A stryker field service technician (sfst) interviewed the bio med at the customer site and was informed that the table never tipped. The bio med stated that the staff felt like it would tip if they changed positions. The sfst performed mechanical testing on the table, viewed logs, found no errors and found the table to be working within specification. The sfst and the bio med concluded that the staff may need further training on patient positioning and table use. There was no injuries or adverse consequences reported.

Event description:
It was reported that the tabled allegedly tipped during a procedure. There was no injuries or adverse consequences reported.